Manufacturer narrative:
Additional information: . Section b-3 date of event: article acceptance date: 21-mar-2024 . Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. . Citation: annadanam a, purt b. Dystrophic calcification in a 3-piece silicone intraocular lens. Jama ophthalmol. 2024;142(3):e234841. Doi: 10.1001/jamaophthalmol.2023.4841 an attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A case report was done to discuss a dystrophic calcification in a 3-piece silicone intraocular lens. A 66-year-old patient underwent cataract surgery and was implanted with the tecnis z9002 (johnson & johnson vision). It was reported that the lens was thought to have developed dystrophic calcification from the deposition of apatite crystals. A lens exchange was performed with an expanded polytetrafluoroethylene suture scleral-fixated mx60e (bausch + lomb) 24.0-d lens with resolution of symptoms. Potential complaints: yes serious injury: yes device malfunction: yes interventions: yes a copy of the article is provided with this report.